Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had alarmed compromised force sensor system. Customer's blood glucose was 158 mg/dl. Troubleshooting was performed and the customer mentioned the drives support cap was sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device needed to be replaced. Customer state he wanted to keep his device.